Manufacturer narrative:
Corrected data: d3 was corrected from 'stryker spine-france' to 'stryker spine-us' . Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Root cause could not be determined conclusively, but may have occurred due to excess force applied while rotating the locking screw or over torquing of locking screw.

Event description:
It was reported that a vlift cage securing mechanism fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully with a 40 minute surgical delay.

Manufacturer narrative:
Device discarded.

Event description:
It was reported that a vlift cage securing mechanism fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully with a 40 minute surgical delay.